Event description:
The account stated inconsistent architect ipth results of 92.4 and 204.1 pg/ml were generated on a patient sample. The account does not know which architect ipth result is correct. The account processes all samples in duplicate. The account declined to provide patient information. No impact to patient management was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Field service discovered the wash zone manifold was leaking and replaced it, along with multiple other parts, but the issue was not resolved. A review of the service history of the architect i1000sr instrument showed previous service tickets for the same issue with multiple parts replaced. Since the issues were not resolved, the instrument was eventually replaced. The review of historical data for the architect i1000sr system did not identify any systemic issues requiring further action. Current labeling provides troubleshooting assistance for erratic results. No product deficiency was identified.